Manufacturer narrative:
(B)(4). D10: cat: 110003634 lot: 3193955 biolox delta cer lnr. G2: foreign ¿ china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the ceramic liner could not be fully implanted into the cup after multiple attempts, which resulted in loosening of the cup. The surgeon suspected that the cup did not match the liner. A new liner and cup were used to complete the procedure with a 20 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6 visual examination of the returned products identified the liner still seated in the shell. Liner appeared fully seated within shell and required force applied to the post of liner to remove from shell. Shell was returned with all 3 screw hole plugs present, no apical plug was present or returned. Shell has nicks/gouges to multiple anti-rotation radii and o.d. Rim. Scratches are present on the internal surfaces. The outer diameter of the shell was measured and found to be within specification. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.